Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing inaccurate readings for a month. The customer stated that he his sensor glucose level was 136 mg/dl, but his blood glucose level was 409 mg/dl. The customer stated that he did not have issues at the time of the call. Advised that calibrating three to four times a day was sufficient. Advised to monitor sensor performance and call back if the readings were off again. Nothing further reported.